Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was rubbing against the patient's hip and it was causing discomfort. Surgical intervention may be taken as the next course of action.

Event description:
Follow up identified on (B)(6) 2017 surgical intervention was taken and the patient's scs ipg pocket was moved up from the original location.